Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: date unknown, as information was requested but not provided section d6a: implant date: not applicable. Elita is not an implantable device. Section d6b: explant date: not applicable. Elita is not an implantable device; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that since the installation of the elita device, the surgeon has observed a slight occurrence of diffuse lamellar keratitis (dlk) in nearly all patients treated with elita flaps, despite achieving good visual outcomes. Through follow-up, we learned that the doctor did not confirm the exact number of patients affected by dlk or the date. No medical or surgical interventions were reported, and no additional information was received.